Event description:
It was reported that an arteriotomy closure of a scarred right common femoral artery was attempted using a perclose proglide device with a 6fr sheath after a coronary diagnostic procedure. Reportedly, after the diagnostic procedure, a non-abbott device was used to close the arteriotomy site, but it did not achieve hemostasis. A proglide device was used and after the plunger was retracted, the sutures pulled out of the vessel. A second proglide device was used with the same results. A third proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. The other perclose proglide device is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that approximately 1/2 inches of monofilament was exposed at the guide and the needle tip still attached to the rail end. The plunger, cuffs and link were not returned which limited the scope of this investigation. There was no needle strike mark on the posterior foot. Based on the investigation findings, a posterior cuff miss occurred because the needle tip was returned without the posterior cuff. This will appear similar to the reported event because the suture was not retrieved. When the device was pulled out from the patient, the monofilament came out with the device. Possible contributing factors for needle deflection that could result in a posterior cuff miss include, but are not limited to, manufacturing, challenging anatomical conditions, and deployment techniques. It was reported that the right common femoral artery was scarred, which may have contributed to the reported difficulty. During the investigation, a proxy plunger was inserted to test the needle trajectory and the results met the manufacturing criteria. There were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. Based on the successful testing of the device needle trajectory in the lab and during manufacturing, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degree angle throughout deployment. There was no manufacturing or quality deficiency detected that could have contributed to the reported event. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications, the needle trajectory of every device is verified during the manufacturing process and a quality control audit inspection is performed to verify product quality.